Event description:
Customer states the device is not switching on. There was no pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.